Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. There are no reports of any adverse patient consequences in association with the observed discordance. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 111. An initial elevated tnih result was obtained for a 76-year-old male patient with multiple myeloma. The sample was repeat tested on both the initial and an alternate atellica im instrument, and both results were much lower (below reference cutoff). The initial elevated result was identified as discordant. There are no reports of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. MDR 1219913-2025-00209 was initially submitted on 17-nov-2025. Update, 21-nov-2025: siemens has concluded the investigation. Siemens reviewed the available information related to the observed discordance. Reagent-related issues were ruled out as quality control (qc) results were within expected ranges and no issues were reported for any other patient samples. Review of the instrument logs shows no evidence of any hardware issues affected delivery of tnih reagents, and no indication of any issues affecting delivery of the sample. Return of the affected sample is not warranted as the sample was re-tested and the elevated result was not reproducible. A specific cause for the observed discordant result could not be identified, but the observation was limited to a single sample. The customer is operational following repeat testing of the sample, and no further issues are reported. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.